Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. An unspecified stent was placed. The physician continued on to place a 2.75x16mm liberte' bare metal stent. A stent strut was lifted when the physician attempted to place it in an unspecified location. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.